Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3163, batch: 3179689. Common device name: quattrode lead wide spaced, 60 cm, model: 3163, batch: 3179689. Common device name: quattrode lead wide spaced, 60 cm, model: 3166, batch: 3131163.

Event description:
It was reported that the patient's leads have migrated. The investigation did not determine which leads caused this issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
During the processing of this complaint, attempts were made to get complete patient information. Further information was requested, but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention and the lead was explanted.